Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2010 which caused the settings to change to 1ma/20hz/500 pulsewidth/30 sec on/60 min off. The settings were not corrected until (B)(6) 2010, but the off time was still left at 0 minutes. Sixty minutes off is not a therapeutic setting and was likely an unintended setting. The off time was not noted to be corrected until (B)(6) 2011.